Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed the suction cylinder had foreign material, however, the specific material could not be identified. It is likely foreign material remained in the device because the suction valve could not be removed and a cleaning brush could not be inserted. The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope button had broken off in the suction valve of the scope. The reported issue was discovered during reprocessing of the scope prior or after an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the suction channel was clogged, causing no suction flow. As a result of this clog, there was no brush passage at the suction cylinder. This finding is due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that there was a leak from the biopsy channel. It was also observed that the insulation of the plastic distal end cover did not meet specifications. It was observed that the angulation was low. It was also observed that the play of the control knob did not meet specifications. It was observed that the advanced diagnostics light guide bundle was broken and had one light out. It was also observed that the plastic distal end cover had dents. It was observed that the objective lens had tiny chips. It was also observed that the light guide lens x3 had a crack. It was observed that the glue of the bending section cover had a crack. Lastly, it was observed that the insertion tube had a torn boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.